Event description:
A malfunction was reported for the pump after it got wet. There was no reported impact on the customer's blood glucose level, as the customer declined to provide specific information. Technical support arranged for a replacement pump to be sent, instructing the customer to put the faulty pump into storage mode and return it using a prepaid ups label. The customer confirmed understanding and compliance with these instructions, and no backup insulin therapy was available at the time.